Event description:
During a procedure, the cautery spatula separated form the cautery instrument. The cautery spatula fell into the pt and was retrieved. The procedure was completed using the same instrument but with a new cautery spatual. No pt harm or pt injury was reported. The surgery was completed without further incident.